Manufacturer narrative:
The complaint was verified and the root cause could not be determined with confidence. It is possible that the device reached its end of useful life from disintegration of the electrodes or the top portion of the tip was detached and continued activation caused the rounded edges where detachment occurred. These types of failures will decrease the functionality of the device. Factors that can accelerate the wear or detachment of electrodes are the angle the device was handled during the procedure; using set points higher than the default settings; contacting metal objects; using the device for mechanical displacement or using the wand for an extended period of time. The instruction for use contains instructions on obtaining the maximum effect using lowest power settings and continuous motion. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a procise ez wand, the surgeon noticed that after removing both tonsils the wand's coblation effect seemed to diminish. Upon inspection, he noticed that a piece of the electrode on the tip of the wand was missing, presumably worn off. The procedure was completed using a backup device. There were no significant delays or patient complications reported as a result of this event.